Event description:
Initially, the home patient called baxter's technical service center to advise he had aborted therapy during drain 1 to go to the hospital because his drainage was cloudy and he had pain. The patient reported he had peritonitis and was given medication to use intraperitoneal (ip) for resolution of the peritonitis. No further information is available at this time.

Event description:
On (B)(6) 2010 the patient's peritoneal dialysis nurse reported that she was aware of this peritonitis. Causality of the peritonitis is unknown. The nurse stated she did not feel that the peritonitis was related to any baxter device or solution. The patient has fully recovered and pd therapy is ongoing.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Baxter is attempting to obtain additional information regarding this incident. Should additional information become available, a follow-up will be submitted. This is two of four complaints for the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd876490 with no deviations from standard procedure noted. The root cause for the peritonitis was not identified due to insufficient information available. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation for peritonitis is in progress. This is the second of four complaints associated with this event.